Manufacturer narrative:
The reported events of no output and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
During an in clinic follow up, it was observed the device had reached end of service (eos) sooner then anticipated and the patient was experiencing asystole due to the loss of pacing. Premature battery depletion was suspected. The device was explanted and a temporary pacemaker was implanted. An additional procedure is anticipated for the patient to receive a ctrp device but has not yet been performed. The patient was stable.